Manufacturer narrative:
The reported event of device in back-up operation was confirmed. As received, the device was in back-up operation mode. Analysis of the device image revealed that device went into back-up mode due to reset error consistent with an integrated circuit anomaly. The device was restored by reloading product code. Further analysis was performed, and device was found to be above elective replacement indicator (eri) level. Back-up operation mode was not reproduced. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
New information received notes that the device was explanted and replaced.

Event description:
It was reported that patient's pacemaker was in backup mode. It was also noted that the pacemaker exhibited premature battery depletion. No intervention was done. The patient was stable.